Event description:
New information received notes that programming interventions were made. The patient was stable.

Manufacturer narrative:
Additional information: b5, e1, e2, and h6.

Manufacturer narrative:
Correction: g3 - date received by manufacturer was missing from previous report.

Event description:
It was reported that the patient presented for follow up with far r wave over-sensing exhibited by the implantable cardioverter defibrillator. No interventions were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.